Event description:
It was reported that the system 9600emi would not save cine runs. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction could not be verified. It was determined there was operator error regarding the modes of the system and the saving of runs. The operator was instructed on the proper steps. The system was tested and found to be working as intended and placed back into service.